Manufacturer narrative:
The investigation has been completed. There was no issue found during the case. The device functioned/operated to specification. The controller error was triggered according to sw specifications. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that was resolved by unspecified troubleshooting. No patient harm reported.